Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue first began approximately two weeks ago, when blood glucose results of ¿15.4, 13.9, 14.0, 16.3, 16.6 and 19.9mmol/l¿ were obtained using the subject device. The patient stated that he manages his diabetes using an insulin pump. The patient denied making any changes to his usual diabetes management routine in response to the reported issue. Approximately 1 hour after the alleged issue occurred, the patient reportedly developed symptoms of ¿weak and warm¿. The patient reportedly self-treated by consuming some food and/or drink in response to these symptoms. The patient stated that his blood glucose was not measured using any other device. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and the test strips had not expired. The csr noted that the patient did not have any control solution, therefore was unable to walk the patient through a retest. Replacement products have been sent to the patient. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the reported symptoms and treatment do not correlate with the alleged meter/product issue, and the issue was not resolved during lfs troubleshooting therefore a malfunction cannot be ruled out.

Manufacturer narrative:
Follow-up # 1 - 3/9/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 12/11/2014 and 1/20/2015, evaluated by lifescan product analysis on 1/6/2015 and 2/9/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue was noted; the test strip vial was open, a tertiary was also noted; extra strip returned in the vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.